Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that approximately 6 months prior, he had to reprogram basal rates after the pump rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/21/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint of lost basal programming during the investigation. The programmed users settings; basal rate, I:c, isf, and bg target, all remained in the pump's settings,. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to this complaint, the battery compartment is cracked and corrosion is visible in the battery compartment. Removed pump cover: no internal moisture was found inside the pump on the circuit board or internal components. Visible inspection of the pump shows a battery compartment crack that extends from the threads to case seal. The returned battery cap was observed to have stripped threads. The returned battery cap was unable to maintain an electrical connection; intermittent power was duplicated with the returned battery cap. A new test battery cap was able to carefully tighten. The pump was exercised for 24 hours with test battery cap, no power issues occurred during testing with the test cap. The black box indicates a time and date reset after power on resets on (B)(6) 2012 at 14:10. After 24 hours the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power the time and date reset to 12:00am (B)(6) 2007. Removal of the pump cover and a visible inspection confirmed the internal battery (bt1) was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.